Manufacturer narrative:
The used device was not returned for evaluation; therefore, no testing of the device can be performed and the complaint is unable to be confirmed.

Event description:
It was reported that the patient suffered a bowel injury intra-operatively. Ascent healthcare solutions has tried several times to contact the hospital to confirm this complaint but have been unsuccessful.